Event description:
It was reported that the unit experienced an e-1 error message. Further, the unit keeps turning off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.